Event description:
It was reported that the patient's healthcare provider was contacted by the manufacturer of the patient's non-abbott implantable cardiac defibrillator (ICD). The rep of the non-abbott manufacturer of the ICD reported that the cardiomems sensor had caused the patient's defibrillator to discharge and deliver a "shock". Additional information was requested but has not yet been provided. There were no adverse consequences reported.

Event description:
It was confirmed that a shock did not occur and noise was noted with the ICD. The cause of the noise is unknown as cardiomems sensors do not have electrical components that produce output signals. As of (B)(6) 2024 the site no longer has any concerns regarding this event.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. It was confirmed that the ICD never discharged and that only ¿noise interference¿ was identified. As of (B)(6) 2024 the site no longer has any concerns regarding this event. It was confirmed that a shock did not occur and noise was noted with the ICD. The cause of the noise is unknown as cardiomems sensors do not have electrical components that produce output signals. As the date of this incident could not be confirmed, the investigation is unable to correlate use of the sensor with the occurrence of noise on the ICD. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.